Event description:
It was reported that the customer experienced an elevated blood glucose (bg) displayed as "high". A specific value was not provided. Cause was not known. The customer performed a supply change to address the bg. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.